Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a systems diagnostics test at a routine office visit resulted in high lead impedance. Caregiver indicated an increase in seizures and decreased voice alteration with stimulation during the previous month. Cause of the high impedance is unk. Revision surgery took place in 2007. During the procedure, troubleshooting was performed and generator performance was verified. The generator was replaced prophylactically. The suspect lead was replaced.